Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. Physician product ID: 37751, serial# unknown, product type: recharger. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. Physician product ID: 3550-54, serial# unknown, product type: accessory.

Manufacturer narrative:
(B)(4)

Event description:
The company representative reported on (B)(6) 2014 that the patient's ipg was replaced on (B)(6) and she was also implanted with a pump to control her pain. The issue with the ipg was due to consecutive discharge because the patient would not charge the battery. The leads were intact. Since device change the patient was getting stimulation and benefitting from the pump. The doctor chose not to send the ipg back for testing.

Event description:
It was reported that the patient tried recharging her implantable neurostimulator (ins) for 2 weeks and all she saw was a ¿blank screen¿ on the ins recharger. It was noted that the patient was told by a company representative to contact the company for help. It was reported that the troubleshooting determined there was no current coming from the wall outlet that the charging system was plugged into. It was noted that the patient plugged the ins recharger into another outlet and saw the ¿reposition antenna¿ symbol and ¿poor communication¿ icon when attempting to recharge her ins. It was reported that the connector pin was snug and not loose or broken. It was noted that the patient programmer showed the ins empty battery symbol. It was reported that the screen ¿froze¿ on the patient programmer and could not turn it off. It was reported that the patient did not feel stimulation for approximately 1 week. Additional information reported the patient continued to have concerns with their device or therapy and were scheduled to meet with their physician or manufacturer representative on (B)(6) 2014. The patient reported that ¿all the problems she had encountered having the device had proven absolutely disheartening and just overwhelming.¿ it was noted the patient wanted the ins ¿out.¿ it was stated the patient¿s device had ¿stopped working.¿ it was reported it was ¿hard and just totally inconvenient to charge¿ the ins and that the patient ¿had to be completely still without even blinking an eye for the entire night or she would lose connection.¿ it was further reported ¿this in turn, was very uncomfortable because she was disabled and the restrictive position that she had to be in in order to get even a little charge was almost unbearable.¿ it was stated the patient was ¿tired of trying to work with the implant¿ and that she ¿wished she would have never gotten it and she wanted it removed.¿ additional information stated the patient had experienced a loss of therapeutic effect and no stimulation sensation. It was reported the patient¿s ins had been off for the month prior to report and the patient could not get it to recharge. It was stated the patient had to sit very still in pain in order to recharge and that she could not bear the pain. It was reported the patient did not use her recharger belt because it would move around too much and that she used a girdle to hold the recharger antenna in place. The patient again noted they wanted to have the ins taken out. It was noted the patient was scheduled to undergo a MRI of her head/brain that was not related to the ins. Additional information received reported the patient had been scheduled for replacement surgery (replacement stimulator and new pump) today but the surgery was postponed because the manufacturer "didn¿t do their part". It was reported the patient had a loss of therapeutic effect. It was noted the patient was very upset that she couldn¿t get the implant done today. Additional information received reported the patient ins battery was dead and could not have the replacement surgery performed today due to a billing issue. It was reported the patient had gotten parts for their ins but it still didn¿t work. It was reported the patient had been having issues with the device since it was implanted. It was reported that it worked for a little while, may be a month.